Manufacturer narrative:
The device involved in the reported incident has not yet been received by the MFR by the date of this report. If the device is received the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report that she wore a pod for a few hours and her bg's went high. She then removed the pod and noticed that the cannula had never inserted. No further issues were reported. The device is being returned to the MFR for eval.